Event description:
It was reported that the patient presented to the hospital for an unrelated generator change procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The lead was explanted and replaced. The patient was stable.